Event description:
On (B)(6) 2013 two zilver 635 biliary self expanding metal stents and another manufacturer's stent ((B)(4)/niti-s biliary s-type stent: full silicone covered) were placed in the bile duct. The niti-s stent was placed partially in the zilver stent in the beginning of 2014, the pt's condition got worse. On (B)(6) 2014, the physician confirmed the zilver stent placed in the hepatic portal region of the upper common bile duct was broken right above the niti-s stent. The physician endoscopically removed the niti-s stent. Then he advanced a wire guide into the fractured stent to the right intrahepatic bile duct and placed an additional zilver stent as a 'stent in stent'. The pt still had jaundice because the left bile duct was not rescued. However, steroids were administered and the symptoms got better. The pt is closely followed.

Manufacturer narrative:
The device involved in this complaint was not returned to cook (B)(4) for eval. With the info provided a document based investigation was carried out. As the lot number was not provided; it was therefore not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. Prior to distribution, all zilbs-635-6-6 devices are subject to visual inspection and functional check to ensure device integrity. A review of the manufacturing records for this device could not be carried out as the lot number was not provided. As the device was not available to be returned and no images were provided for review, the cause of the complaint could not be conclusively determined. The IFU that accompanies this device instruct personnel as follows in the precaution section: "long-term patency with this stent has not been established. Periodic eval of the stent is advised." Complaints of this cause will continue to be monitored for potential emerging trends.